Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the superficial femoral artery. A 5.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon did not inflate evenly at nominal pressure. A small and tiny pinhole was noted on the balloon. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient's condition was good.